Event description:
During preventive maintenance, while cleaning the induction heating coils, a small amount debris and di water mixture splashed and contacted the left eye of the transfusion service ambassador. Personal protective equipment (ppe) was worn, which included a face shield. However, while cleaning a component below him, the splash must have entered from under the face shield. He rinsed his eyes at eye cleaning area when contact occurred. The ambassador was seen by a physician at an urgent care clinic. No issues were observed, and he was permitted to return to work.

Manufacturer narrative:
A search in abtraq did not identify any nonconformances, potential nonconformances or deviations for unit, induction heater, ch2, part number b-30112025-10. Furthermore, a search in serena business manager (sbm) found no related problem reporting system (prs) or event entries for the part number b-30112025-10. Further, a review of the september 2021 transfusion product monitoring review (pmr) scorecard revealed no systemic issue or trends for part number b-30112025-10 or the alinity s analyzer with regard to the current complaint. A keyword search for similar tickets did not find any related complaints. Ticket trending review did not identify any trends for splashing related to the unit, induction heater, ch2. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity s system (as1241) was identified.